Event description:
It was reported that the pump displayed a malfunction code indicating a momentary power loss to the vibrator motor. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to contact support if any issues reoccurred.